Event description:
A report was received that the patient was experiencing increased pain near the ipg site following a revision. The patient believed it was procedure related however, the physician stated that it was a mechanical pain from the wires. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing increased pain near the ipg site following a revision. The patient believed it was procedure related however, the physician stated that it was a mechanical pain from the wires. The patient underwent an explant procedure and was doing well postoperatively.